Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-35768. It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire of the left ventricular (lv) lead had a separation failure. The lv lead was removed and replaced. A new lv lead was used, which also had a guidewire separation failure. The replacement lv lead was not implanted. The patient had no adverse consequences.

Event description:
New information received notes that the left ventricular (lv) lead was replaced.